Event description:
Same case as 2134265-2014-05094 and 2134265-2014-05093. It was reported that automatic pullback failure occurred. During preparation, automatic pullback failure of the motor drive unit occurred. Automatic pullback was attempted three times. Manual pullback was also attempted. The mdu was exchanged and the procedure was completed. No patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications for mdu-5 qc functional test. The results were recorded on the mdu-5 qc functional test data sheet. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-05094 and 2134265-2014-05093. It was reported that automatic pullback failure occurred. During preparation, automatic pullback failure of the motor drive unit occurred. Automatic pullback was attempted three times. Manual pullback was also attempted. The mdu was exchanged and the procedure was completed. No patient complications reported.